Manufacturer narrative:
Device analysis report is attached. This report is submitted on november 22, 2021.

Manufacturer narrative:
This report is submitted on august 13, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to "intermittent functionality". The patient was reimplanted with a new device on the same date.